Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Telephone number: (B)(6). Once the investigation is complete, a follow up/final report will be submitted.

Event description:
It was reported that during surgery the surgeon found the device did not have a smooth action. Surgical time was not affected. There was no harm to the patient. No additional information available. No adverse events were reported as a result of this malfunction.

Event description:
It has been determined that this device did not cause or contribute to a serious injury or a reportable malfunction. This MDR is a duplicate of 0001526350-2021-00282. The initial report was created in error and should be voided.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). It has been determined that this device did not cause or contribute to a serious injury or a reportable malfunction. This MDR is a duplicate of 0001526350-2021-00282. The initial report was created in error and should be voided.